Event description:
The physician informed gore that a pt developed an anastomotic leak after implant of the open gore seamguard bioabsorbable staple line reinforcement material during a right hemi-colectomy procedure. The physician continued to report the leak required re-operation to repair. Gore has requested from the physician add'l info related to the event. The lot number info is not currently available but being requested.

Manufacturer narrative:
The investigation is in progress.